Event description:
Patient reported infusion device stopped working without warning due to depleted power packs during the week 2006. Patient reported experiencing elevated blood glucose of "hi" on blood glucose meter (generally>500 mg/dl). He indicated that he placed duracell batteries into the power pack for the infusion device. It is not recommended to place duracell batteries into the power pack for this device. He indicated that he had been using the duracell batteries since 2006 and had experienced the infusion device stop working without warning during that time. Patient administered several boluses to address to elevated blood glucose issue. He reported feeling weak and the "typical hyperglycemic symptoms." No medical assistance was reported. Product had been discarded and therefore, could not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.